Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was cracked at one location; moisture was observed within. Leak testing revealed a battery compartment leak. The battery cap threads and exterior coin slot was damaged; moisture was observed on the underside of the battery cap. The battery cap could not secure properly to the pump. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.